Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2017 the patient had a loss of stimulation. Their stimulation was working good on program a but then it stopped working so they went to see their healthcare professional (hcp) and manufacture representative (rep). The rep programmed to b and told them to try it for a few days. The patient has not been doing very good on this program and has a lot of break through pain. The caller and patient went for a walk and the patient could barely make it back. They have it turned all the way up to 9 volts but it is still not helping. At the time of the report they synced the ins with the patient programmer which showed that the stimulation was on. The patient changed to program c to 2.5 volts. They were wondering if they could go back to program a and it was reviewed that they could certainly do that to see if they get relief on that setting. The caller was redirected to follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient was re-evaluated in the office on (B)(6) 2017 with a manufacturer representative and was reprogrammed. It was reported that the pain and the loss of stimulation was somewhat resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6)2017. The patient stated that they had an appointment on (B)(6)2017. They had only used program a but their manufacture representative (rep) explained that programs b, c, and d should be tried. The cause of the pain and loss of stimulation was not really determined. However, on (B)(6)2017 the rep created new programs that were low dose and made modifications to original programs a, b, c ,and d. The issue was not quite resolved. On (B)(6)2017 they started experimenting with low dose e and the patient noted that they have a high tolerance to large voltage doses. No further complications were reported/are anticipated.